Event description:
A malfunction on the pump was reported by the patient's mother, and after verification, the issue was addressed with the patient. The malfunction alarm was identified as malf 9 due to a momentary motor skip, likely caused by a high-force impact. It is unknown whether there was any adverse impact on the customer's blood glucose level, as the patient declined to provide this information. Technical support assisted the patient with resetting the pump, and the malfunction did not recur after the reset. The patient was advised to continue using the pump and to contact support if the issue reappears.